Event description:
It was reported that balloon rupture occurred. A 10/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 12atm; and was then simply removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Event description:
It was reported that balloon rupture occurred. A 10/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 12atm; and was then simply removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status was good. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm proximal of the distal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified multiple kinks along the length of the hypotube. No other issues were identified during the product analysis.